Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that, during an implant procedure, this lead was exhibiting loss of capture. The lead was replaced. After removal of the lead, it was noted the helix would not extend. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead noted dried blood in the helix housing. The helix would not extend. Laboratory testing was unable to reproduce the reported clinical observation of loss of capture. The reported difficulty extending the helix was most likely due to the dried blood, and is not likely to have contributed to the loss of capture.